Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation. There was no report of medical intervention. There was no report of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In previous report the manufacturer captured incorrect information in event date and problem code grid. The correct information that should be updated as follows. In section b - event date should be captured as 10/12/2023. In section h - (device) problem code grid should be captured as material integrity problem in l1 and degraded in l2. In section a: patient identifier has been corrected. In section d: product brand name has been corrected. In section g: report source and 510k has been updated or corrected. In section h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.